Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of the procedure, the farawave pulsed field ablation catheter perfusion port got detached when it was removed. The procedure was completed and there were no patient complications. The catheter is not expected to return for analysis as it was contaminated.